Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: low pump flow impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message - could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a pump flow issue. The device appeared to be kinked near the motor. With repositioning the kink appeared to be resolved by angiographic appearance. The cp flow never was able to get much above 1 l/min without suction alarms. Patient baseline left ventricular end-diastolic pressure (lvedp) high 20's. The physician did not feel it was enough volume; even thou the position was good. The physician removed the impella cp, flushed the device, and replanted as support was still necessary. The impella cp still had poor flows after being re-implanted. There were suction alarms and the pump was unable to get above 1 l/min despite being in the correct position. The impella was explanted and another device was used.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.